Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2015. 7122 st. Jude lead implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. Replacement is planned as soon as the blood cultures are clear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.